Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2023-05866. It was reported that the patient experienced cervical leads migrated out of place. Revision to replace both happened (B)(6) 2023, full explant of old leads and implant of new leads. Ipg fine and being reused. Nothing returned per facility policy.